Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported that the monitor flashed and then went blank. The field engineer noted that the system locked up with the leds on the user interface flashing and the system not responding. There is no report of injury or death associated with the event described in this complaint.